Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.